Event description:
It was reported that the nurse stated that they have a neonate cooling in an arctic sun device. The targeted temperature (tt) was originally 33.5c, they increased the targeted temperature (tt) to 34c during the day shift due to patient related factors. The water temperature had increased to 40c. The provider ordered the targeted temperature (tt) to be dropped back down to 33.5c. Nurse stated when they adjusted it, the water temperature (wt) began dropping and the patient temperature was dropping to reach target. Nurse wanted to know what a normal flow rate was to make sure it was adequate, currently water flow rate (wfr) was 0.9 l/min. Informed nurse a normal flow rate for a neonate pad was typically between 1.1 to 1.3 l/min. However, the pads have a small surface area and might not always achieve this. Explained usually as long as the flow rate was at 0.8 l/min or higher, they did not notice an issue with therapy. Explained water flow rate (wfr) and correlation to heater function. Informed nurse to keep an eye on the flow rate and if it dropped below 0.7 l/min and did not recover, call back. Per follow up information received via task on (B)(6) 2025, per review of event, bd representative successfully troubleshot the malfunction during the call. The event concluded with the device working and the patient on the trajectory for successful therapy completion.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The labeling is found to be adequate. A DHR could not be performed since no lot number was provided. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they have a neonate cooling in an arctic sun device. The targeted temperature (tt) was originally 33.5c, they increased the targeted temperature (tt) to 34c during the day shift due to patient related factors. The water temperature had increased to 40c. The provider ordered the targeted temperature (tt) to be dropped back down to 33.5c. Nurse stated when they adjusted it, the water temperature (wt) began dropping and the patient temperature was dropping to reach target. Nurse wanted to know what a normal flow rate was to make sure it was adequate, currently water flow rate (wfr) was 0.9 l/min. Informed nurse a normal flow rate for a neonate pad was typically between 1.1 to 1.3 l/min. However, the pads have a small surface area and might not always achieve this. Explained usually as long as the flow rate was at 0.8 l/min or higher, they did not notice an issue with therapy. Explained water flow rate (wfr) and correlation to heater function. Informed nurse to keep an eye on the flow rate and if it dropped below 0.7 l/min and did not recover, call back.